Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Upon completion of the set up of the cusa loaner there was a tip alarm with the hand piece that would not allow the unit to be used. The hospital staff changed the tip and hand pieces a few times with 3 different hand pieces and the alarm still continued. The staff used their own unit to continue the case and everything worked. When the sales representative tested the units some of the hand pieces only had 40% amplitude, while other hand pieces had no amplitude at all. In addition, the tip alarm appeared when the foot switch was engaged. The sales representative brought in another loaner cusa unit and everything worked well. The unit was in contact with a pt and there was a surgical delay approx 2 hours while another cusaexcel unit was bought in.